Event description:
It was reported that there were issues with telemetry. It was later noted that the patient¿s pump was ¿dead¿ for many months and was scheduled for an explant. There were no problems with the patient associated to pump or therapy. No further information was reported.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, physician. (B)(4).